Event description:
Alaris tubing set (B)(4) once primed, has had multiple instances in which the rn is unable to push IV medications through the luer lock area of the tubing. The IV is patent, and when the end user changes out the tubing set for a new one, they are able to push the medication successfully. Dates of use: (B)(6) 2017. Diagnosis or reason for use: infusion of IV medications/solutions. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: doesn't apply.